Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed patients initial surgery on 12-24-19 at royal oak beaumont. Patients hip became infected, so surgeon decided it would be best to perform an I&d of the hip. The bipolar head and 28mm +1.5 head were both removed and the hip was thoroughly washed. The stem was well fixed, so he chose to leave the stem alone. Surgeon believed the patient could use a little more length, and trialed a 50 bipolar with a 28mm +5 head. Surgeon found this to be satisfactory, opened the real parts, and implanted them. Closing process began. Doi: (B)(6) 2019; dor: (B)(6) 2010; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.